Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient was tested rh(d) negative with erytype s abd+rev.a1, b on tango optimo. The patient has a long standing history of typing as rh positive in gel and tube technique. The customer did return the patient sample that had caused a false negative test result, but none of the supposedly defective product. Therefore our quality control laboratory tested the patient sample with the quality control laboratory's retained erytype s abd+rev.a1,b sample. The patient sample yielded a negative result with both anti-d reagents on erytype s abd+rev.a1,b. Therefore the patient sample was sent for molecular rh(d) typing to an external laboratory. The result of the external laboratory is: ccd.ee weak d type 1. A respective note states in the instruction for use: category vii and very weak expressions of the d antigen (d weak with very few receptors) will give weakened or negative reactions with the anti-d reagents on this strip. The retained erytype s abd+rev.a1,b sample was also tested with different rh(d) positive and negative red blood cells. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a patient was tested rh(d) negative with erytype s abd+rev.a1, b on tango optimo. The patient has a long standing history of typing as rh positive in gel and tube technique. The customer announced to send in the supposedly defective product and the patient sample that had caused a false negative test result for investigational testing. We are still waiting for the samples.